Event description:
At end of case there was black smoke noted on the end of the robotic-assisted surgical instrument arm drape for arm #1. Then the monopolar laparoscopic cord that plugs into the end of the instrument was found to be burned and melted on one side. There was no burn marks noted on the instruments themselves that were used in that arm during the robotic-assisted surgery. There were no signs of any injury to the patient. The monopolar cord and surgical instruments that were used in that arm were saved. The electrosurgical unit was removed from the room for biomedical engineering. Note that there was no harm to the pt. Also note that the cord is a disposable cord and was saved for biomed along with the electrosurgical unit. Biomed tested device: no problem found, all required tests are within normal operating parameters. Unit returned to service.